Event description:
Additional information received confirmed that troubleshooting revealed the catheter ¿gone down.¿ a rotor test performed showed that there was no malfunction with the pump. Catheter connection was checked. A catheter dye study was performed and excluded leakage of the catheter.

Event description:
It was reported that a volume discrepancy occurred due to a catheter occlusion. The expected residual volume (erv) was 4ml and the actual residual volume (arv) was 40ml. The patient experienced pain and the catheter was replaced. At the time of this report that patient was alive and without injury. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, lot# 0205791429, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).